Event description:
A customer contacted beckman coulter (bec) and reported a leak inside the coulter act 5diff cp analyzer. The analyzer was not giving a white blood cell (wbc) count when the leak was noticed. The volume of the leak was not specified by the customer and was not contained within the instrument. The material safety data sheet (msds) was reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated on patient samples. There was no death, injury or change to patient treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found a leak at the vent line of the count syringe and also found that the instrument was not giving wbc counts. Per a conversation with the fse on (B)(4) 2013, the fse discovered that the count syringe vent line tubing was not properly connected to the fitting. The fse replaced the tubing and the leak was fixed. The fse indicated that the instrument was not giving wbc counts because the wbc aperture was clogged. The fse removed the obstruction from the wbc aperture and the instrument start giving wbc counts. Per the fse, the leak at the vent line was not related to the instrument not giving wbc counts. The cause of the leak was that the count syringe vent line tubing was not properly connected to the fitting. The cause of the instrument not giving wbc counts was that the wbc aperture was plugged. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).